Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 54 mg/dl when their husband woke them up. The customer treated the low blood glucose with juice. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.